Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode." Initial reporter address e.1: (B)(6).

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes customer saw some red small trace stick in wall of tubes. The following information was provided by the initial reporter. The customer stated: "when customer received the new shipment from distributor, they saw some red small trace stick in wall of tubes."